Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp) and advised the hp that air has entered the setup. The tsr had the hp recycle power and advised the hp that therapy has ended they will need to start over with new supplies. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient has not reported any issues. The patient has been able to resume therapy just fine. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) alarm was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown, therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).